Event description:
It was observed that during the device evaluation, the subject device exhibited noise in the image, poor contact of camera unit and water leak in coupler unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction water leak in coupler unit and due to poor contact of camera unit, there is noise in the image. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.